Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure lens damage by handpiece injector. Lens optic and haptic were broken. Additional information has been requested however no further information available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Half of the lens was returned in the lens case. A small amount of viscoelastic was observed on the haptic and lens edge. The optic was broken across the center, perpendicular to the travel path. The other half of the lens was returned in the non-qualified company cartridge. Viscoelastic was observed in the cartridge tip. Inadequate viscoelastic was observed on the lens portion. The portion was positioned sideways with the haptic under the optic. Heavy tip stress and an aneurysm was observed on the bottom. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge was indicated with a qualified handpiece. It is unknown if a qualified viscoelastic was used. The root cause for the reported lens damage would be related to a failure to follow the instructions for use (IFU). A non-qualified cartridge was indicated. The company lens diopter is qualified for use with the company cartridge as indicated on the carton endcap label and the lens case label. The qualified range for the indicated cartridge is 10.0 to 25.0. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The observed lens and cartridge damage would also indicate the lens/plunger were not in acceptable positions for advancement. There also did not appear to be adequate viscoelastic in the cartridge. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.